Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the introducer damage ¿ mechanical has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. The root cause of the introducer damage was most likely sheath kink due to patient condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a (B)(6)male (unknown race) noted as high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. During the procedure, the patient developed a hematoma. Manual pressure was applied, but bleeding got worse when the pump was removed. Upon removal, the perclose sutures that were already placed did not adequately stop the bleeding, so more hands were required to get hemostasis. Dry closure - pci access site was on the left side so a peripheral balloon was inflated. Ultimately, the patient had a significant amount of bleeding to warrant two units of blood.